Manufacturer narrative:
The received sample was found in the opened original packaging including cover foil. The instrument shows surgery residuals. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. The customer¿s complaint was confirmed. It was found that the tube is loose and blocks the forceps from activating. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to manufacturer's acceptance criteria. The manufacturer performs a 100% final inspection for this product. The complaint history was reviewed two years back. It showed 23 comparable complaints. No adverse trend observed. It cannot be excluded that the metal tube loosened and therefore, a proper activation was no longer possible. The root cause could not be identified conclusively but the most likely root cause can be determined to be an improperly performed bonding procedure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during a vitrectomy procedure for a membrane peel the forceps stopped opening. The case was completed using an alternate forceps. Patient impact was not indicated. Additional information was requested and received.